Manufacturer narrative:
The small clip applier instrument has been returned to intuitive surgical, inc. (Isi) for investigation however failure analysis was not complete at the time of this report. The root cause of the customer reported failure mode has not yet been be determined, a follow-up MDR will be submitted once evaluation is complete. This complaint is being reported due to the small clip applier instrument tip found to be detached from the instrument and the hospital was unable to confirm where the tip is.

Event description:
It was reported during central processing the tip of the small clip applier instrument was broken. On (B)(6) 2015, intuitive surgical inc. (Isi) obtained additional information from the customer stating that the tip of the instrument is separated from the rest of the instrument, unfortunately the whereabouts of the tip is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of a broken tip. Visual inspection showed one of the two grips broken and the missing piece measured roughly about 0.192 x 0.063. The broken grip was not returned with the instrument. The other grip still attached showed bent. Failure analysis suggests the broken damage may be due to likely mishandling/misuse. Based on the additional failure analysis investigation information, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.